Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to difficulty visualizing the clip. The reported slda appears to be related to poor image resolution. The reported expulsion (complete clip detachment (ccd)) appears to be a cascading effect of the slda. The embolism was due to the ccd. Embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and posterior flail. A mitraclip was implanted without issue. A second mitraclip xtw (30908a2052) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Difficulties visualizing the clip during the procedure occurred, and in the physician¿s opinion, the slda was due to poor imaging. To stabilize the slda clip, a third clip was inserted and grasping attempts was performed. However, it was difficult to confirm leaflet insertion due to poor imaging. Therefore, the clip was repositioned. The slda clip then embolized off the anterior leaflet into the left atrium. There was no interaction between the clips. The third clip was inverted and removed from the patient anatomy. There was no device malfunction or adverse patient effects associated with the third clip. The slda clip was then snared out of the patient without patient injury or issues. The procedure was completed with one clip implanted, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. Post procedure, the patient was reported to be doing well and was discharged from the hospital.